Event description:
The manufacturer received info alleging a ventilator's display screen became white. There was no pt harm or injury reported.

Manufacturer narrative:
The device was evaluated at the manufacturer's service center. The customer's complaint was confirmed. The device's lcd display was replaced to address the issue.